Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 (mg/dl); cause was unknown. Reportedly, the customer experienced a seizure. Emergency medical transport (emt) assisted the customer with glucagon and juice. The customer's bg level became stable. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
(In addition to the initial information).

Event description:
Contact provided the customer with glucagon and juice. Contact called emergency medical support but the customer was not transported to the emergency room or hospital.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2018 was 68 mg/dl, and continuous glucose monitor was not in use. User made bolus requests while still having insulin on board (iob). User either declined the correction bolus recommended by the pump based on bg entered or reduced the bolus amount from the amount recommended by the pump. User set temporary basal rates ranging from 50-70% of basal insulin throughout the day. At 9:53 pm, user reduced personal profile basal rate settings by 0.1 units per hour. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.